Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The following information is stated in the instructions for use (IFU): ¿inspection of the endoscopic image¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus medical that the evis lucera elite bronchoscope was received by the customer and inspected. During inspection, the scope was found to relay an image with horizontal stripe noise. The customer confirmed there were no patients involved and no patient procedures were scheduled for the device.

Manufacturer narrative:
The device was returned for evaluation. During testing, the reported issue did not occur but was identified as a possible intermittent failure. During testing, the device showed no leakage, fluid ingression or image problems. Visual inspection showed the insertion section, objective lens, light guide lens and venting connector tightness met with specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.